Event description:
It was reported that the patient could feel the pacing pulse. The right ventricular lead exhibited an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4): device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis revealed a suture sleeve impression on the outer insulation at 15.1 cm from the connector pin due to the suture sleeve being tied too tightly. The outer coil was kinked at the same area.